Manufacturer narrative:
The report issued were two appliers that were received and evaluated. One applier had a broken handle, the other applier had a loose knob on the shaft. Teleflex medical recommended to replace the applier due to the cracked knob. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur.

Event description:
The facility alleges, the appliers are not closing far enough for clips to "clip". It is unknown, when this condition occurred or if medical intervention was necessary. No additional information is available at this time.